Event description:
During robotic assisted inguinal hernia repair, the cadiere forceps wire broke while in use in the patient's abdomen. No injury to pt. Instrument replaced and procedure continued and completed.